Manufacturer narrative:
(B)(4) date sent: 6/30/2016 batch # unk additional information requested but unavailable: what was the timing on the secondary procedure? What color cartridge was used in the area of the bleeding? Was there any issue with staple formation noted in primary or secondary procedure? What stapling device was used? How was the bleeding identified post-op? What is the current patient status?

Event description:
It was reported that during a gastric bypass procedure the patient had to be brought back to the or because the patient had a left gastric bleed on the staple line. The surgeon over sewed the staple line to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information requested and received: what was the timing on the secondary procedure? Unknown. What color cartridge was used in the area of the bleeding? Gst60w. Was there any issue with staple formation noted in primary or secondary procedure? Unknown. What stapling device was used?plee60a. How was the bleeding identified post-op?patient drainage and pain. Diagnosed on CT. What is the current patient status?unknown. Do know they stayed a "few extra" days in hospital.